Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type : programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported in (B)(6) of 2016 their stimulator started bothering them and their back pain was worse now than before implant. When the consumer needed stimulation they turned it up, but felt it in the kidney area. When stimulation was high enough the consumer felt more of a shocking sensation, but when they turned it down it wasn¿t covering their pain. It was further reported that as of (B)(6) 2016 whenever anyone touched the consumer¿s back from the lower back up to the shoulder area, mostly from the spine to the right side of the back, they felt stimulation flare-up like it was increasing stimulation. It was noted the ins was implanted in the left buttock area. The consumer reported they felt a notch there and were able to move it and it would go away, but now their back was pulsing more and felt more like a wire or tubing. There were no traumas or falls reported, but the consumer had increased their walking. On (B)(6) 2016 the consumer was feeling too much stimulation, but was unable to turn stimulation down because they were seeing the low battery icon on the patient programmer (pp). It was reviewed with the consumer they needed to replace the batteries in the pp, and it was confirmed they were able to use the recharger to turn stimulation off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.